Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spine revision: (B)(6) hospital (B)(6) 2018. Primary implant date: (B)(6) 2017. Post initial fixation patient has sustained a fall, which has led to further injury to cervical spine. Hardware removed to try and alleviate symptoms associated with new injury. (B)(6). Spd: product code 186802030: 30 mm 2 level skyline x 1 = discarded. Spd: product code 186850012: 12 mm vasd screws x 6 = discarded.